Event description:
The pt did well after the pump implant, but was hypotensive the next day. The hcp increased the daily dose from 100mcg/day to 120mcg/day. There was no significant change in the pt's condition.